Event description:
Caller reported a cgm error and technical support provided instructions for a complete pump reset, guiding the caller through the process. After the reset was completed, the cgm error code did not appear again. There was no adverse impact to the customer's blood glucose level, and the caller successfully started a new sensor session.